Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported of not being able to administer a bolus due to buttons not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. Insulin pump received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot and cracked case reservoir tube window corner.